Event description:
Physician's first case. Pt presented with fairly straight forward anatomy, not much tortuosity. The case was started with an amplatz superstiff guidewire. During introduction of a bifurcated device, the front/outer sheaths would not pass through the aortic bifurcation. The device was removed, and a new bifurcated device was opened. The physician did not want to switch sides. The vessels were dilated with balloons, guidewire was switched to a lunderquist. Access was attempted again, however unsuccessful. The delivery system was removed and the pt was treated with a competitor's device. During positioning and deployment of the competitor's device, angio revealed a slight perforation in the iliac vessel just above the hypogastric, which was excluded when the device was fully deployed. It was not possible to determine when the perforation occurred or which device caused it. Pt is doing fine.

Manufacturer narrative:
Engineering evaluation of both devices identified kinks, bends, and fraying on the sheaths, that are most likely due to excessive manipulation of the delivery systems during the attempted advancement through the pt's anatomy. Damage to both delivery systems indicates an over-mating of the front and outer sheaths. Over-mating the front and outer sheaths could lead to a fraying of the sheaths, which may have caused the perforation in the iliac. However, since both endologix devices and the competitor's device were used prior to knowledge of the perforation, it is not possible to determine the root cause of the perforation. During the evaluation, both devices were deployed per IFU with little resistance. Review of the lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of info, no conclusion can be drawn at this time.